Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr44 on the therapy pcb assembly, being shorted. This diode, designator cr44, being shorted, caused the device to log multiple event codes, and not to charge defibrillation energy.

Event description:
The customer contacted physio-control to report that their device did not pass its self-test. The device logged several event codes into its memory and the service led went on. During device evaluation, physio-control observed that the device would no longer provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.